Event description:
It was reported that the patient experienced intermittent stimulation where the implantable pulse generator (ipg) was switching off spontaneously. A database analysis was performed however; it was unable to confirm the reported event. The program usage logs imply that the patient frequently interacts with their remote control, either to turn stimulation off/on, adjust stimulation, or switch between programs. There were 11 magnet resets also recorded in the system data logs. The patient underwent a procedure where the ipg was removed and replaced. There were no reported complications postoperatively.

Manufacturer narrative:
The ipg was received for analysis and exhibited normal characteristics and passed all tests performed. The current leakage test confirmed that there is no current loss, and the residual gas analysis verified that the case is intact. Additionally, overnight monitoring of the stimulation output showed no interruptions and the device remained active throughout this period.

Event description:
It was reported that the patient experienced intermittent stimulation where the implantable pulse generator (ipg) was switching off spontaneously. A database analysis was performed however, it was unable to confirm the reported event. The program usage logs imply that the patient frequently interacts with their remote control, either to turn stimulation off/on, adjust stimulation, or switch between programs. There were 11 magnet resets also recorded in the system data logs. The patient underwent a procedure where the ipg was removed and replaced. There were no reported complications postoperatively.